Manufacturer narrative:
Initial and final MDR 1970544 - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that, the patient experienced issue with 4 infusion sets cannula being kinked on (B)(6) 2024. The set was found to be kinked within 3 or more hours of insertion, after being in use for 24-48 hours. The site of insertion was located at abdomen. Furthermore, the patient confirmed the introducer needle was ahead of the cannula prior to insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.